Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation, a 4.0mmx12mm synergy¿ drug-eluting stent was selected for treatment; however, the stent came off the balloon. The procedure was completed with a different device. No patient complications reported.